Event description:
It was reported that the patient experienced pain with the inflatable penile prosthesis. The physician indicated that one cylinder was sitting lower in the corpora, further from the glans than the other. The patient had the rear tip extenders (rte) revised in 2019 to attempt to rectify this issue. Following the revision, the physician believed that the patient has a proximal corporal perforation due to a significant discrepancy in cylinder position that needs to be revised to repair and correctly position the device by using a windsock suture through the rte. A revision surgery has been scheduled for (B)(6) 2020. The surgery took place on (B)(6) 2020and a 3.0 cm rte was used.

Event description:
It was reported that the patient experienced pain with the inflatable penile prosthesis. The physician indicated that one cylinder was sitting lower in the corpora, further from the glans than the other. The patient had the rear tip extenders (rte) revised in 2019 to attempt to rectify this issue. Following the revision, the physician believed that the patient has a proximal corporal perforation due to a significant discrepancy in cylinder position that needs to be revised to repair and correctly position the device by using a windsock suture through the rte. A revision surgery has been scheduled for (B)(6) 2020.